Manufacturer narrative:
A ge service representative performed an over the phone investigation. The system was repaired during the service call.

Event description:
The customer reported that the stenoscop system would no x-ray. No patient injury was reported.